Event description:
I had essure inserted approximately 10-11 years ago. Since that time, I¿ve complained of numerous issues to my doctor. Those issues include: sharp stabbing pains in both left and right side of the stomach; excessive weight gain especially in the stomach area; sharp shooting pain in chest (breast area), knees and feet; back pain, both sharp stabbing and just pain making difficult to get up and walk; itching; pain in left back shoulder blade; eye twitching; and muscle twitching. Over the last four to five years, my gyn (who put in the device) performed numerous test; my gi doctor performed numerous tests; and, my primary care physician performed numerous test and no one found anything. Test included sonograms, cat scans, and x-rays. My gi looked at my entire system, my primary care physician looked at everything, to include my heart and other organs. My gyn looked at everything in and around my female organs and didn¿t find anything. Yet I have been in constant pain for years! Although I¿ve been post-menopausal for at least 2 years, I had a d and c last month. The pressure has gotten worse since and the sharp pains have become more frequent as they¿re now daily (before maybe 3-4x per week). Now I have to have a hysterectomy in january. Sharp stabbing pains. FDA safety report ID # (B)(4).